Event description:
Shooting straight shots, during test fire prior to procedure.

Manufacturer narrative:
The subject product is in the process of being evaluated. We will submit a follow up report detailing the evaluation result when evaluation has been completed.